Event description:
Tampon split in half and I was left with half a tampon stuck inside [foreign body in reproductive tract]. Pain- stomach [abdominal pain upper]. Tampon split in half [device breakage]. Case narrative: consumer reported via email that the tampon split in half and became stuck inside. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.